Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The customer¿s complaint was not able to be duplicated. Since the subject device was manufactured and purchased by the user facility over 7 years ago, it is inferred that the long-term use of the device possibly caused age deterioration of the switch or its peripheral devices or that the user hit the power switch on some solid object. The instructions for use includes the following ¿caution¿ statement, ¿do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons.¿ a review of the device history record found no issues that could have caused or contributed to the reported issue.

Event description:
The user facility reported to olympus that the "on" button does not stay on. The issue was observed while preparing the device for use. There was no harm or injury reported.